Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Left plunger case was found cracked. Plunger not in place alarm was found in pump event history log. Reported problem was able to be duplicated during flow test. The root cause of the reported issue was found to be customer induced after noticed the damage to the left plunger case. . Actions were taken to mitigate the reported issue: replaced plunger print circuit board and damaged left plunger case.

Event description:
It was reported that the device is presenting with syringe plunger not in place and failing to recognize syringes. No patient injury was reported.